Event description:
It was reported that the customer experienced intermittent occlusion alarms. The customer changed the infusion set and cartridge to resume insulin therapy. On (B)(6) 2025 the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose level of 350 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. The customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage.